Event description:
Steel needle became detached from plastic luer-lok hub at cemented fitting. No abnormal usage or torque applied. No evident package damage. Could result in retained, imbedded needle in pt. Entire needle, hub, and stylet available. Other needles from same lot within facility inspected and no similar description noted.